Manufacturer narrative:
The device was returned for investigation. The investigation concluded that the device experienced mechanical stresses during the procedure causing damage to the hypotube, leading to a tear in the outer jacket, steering system damage and deformation of the vacuum lumen. The damage to the lot history review (lhr) for lot # 89904455 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
On (B)(6) 2026 a patient underwent a steerable ureteroscopic renal evacuation (sure) procedure using a 12/14 boston scientific ureteral access sheath (uas). It was reported that the physician inadvertently damaged the device during use, and it got lodged within the uas resulting in a third-party replacement device (dornier axis) being used to complete the procedure. Investigation of the returned device on (B)(6) 2026 revealed that the uas was still connected to the cvac device and could not be separated due to the damage to the device. No patient harm was reported and calyxo is reporting this event in an abundance of caution.